Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage at the molded insulator. For clarification, the damage on the tip is likely thermal damage to the molded insulator. During visual inspection, black and brown substances were observed on both sides of the molded insulator, indicating material degradation due to current leakage. There is no damage to the snake wrist cables, main tube, and housing. The housing was removed for inspection, and no issues were observed. Each input disk was manually articulated and responded accordingly. Additionally, the instrument was found to have residue. Visual inspection was performed, and white residue was observed on four of the clamping pulleys, located inside the backend of the instrument. The instrument was found to have multiple corroded bearings. The housing was removed for inspection, and orange discoloration was observed on ten of the bearings near the clamping pulley, which indicates corrosion. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the line at the maryland bipolar forceps instrument 's tip was broken. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tip of the instrument was not broken off or detached from the shaft, and no parts were missing. Furthermore, no fragment fell into the patient during the procedure, so retrieval was not necessary, and there was no injury reported. The instrument did not collide with any other instruments or hard material, minimizing the risk of procedural complications. Additionally, there were no photographic images or video recordings available for isi review in this case.